Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with a ruptured aneurysm that had increased in diameter to 10cm approximately one month ago. The proximal aortic neck measured 32-33 mm in diameter. A CT revealed stent graft migration of neck 4cm below the renal arteries with a proximal type I endoleak noted. The stent graft migration and endoleak were attributed to disease progression. The patient also had a right common iliac aneurysm that was 5cm in diameter and a left common iliac aneurysm that was 3.5 - 4 cm in diameter. The physician repaired the migration and endoleak with an endurant cuff (B)(4), an (B)(4) and an (B)(4). The iliac aneurysms were treated with an (B)(4) and an (B)(4) on the right and an (B)(4) on the left which was the contralateral side. The physician blocked off right below the flow divider and performed a fem-fem bypass. The patient was on a ventilator. It was reported that the patient expired due to heart failure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm); incorrect technique/procedure (treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); operational context contributed to event (treatment of a patient with a pre-operatively ruptured aneurysm).